Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced two low blood glucose events on (B)(6) 2018. The customer felt hypoglycemic symptoms at noon while at a physical therapy appointment and treated with soda and other carbohydrates. Later that night at 11pm, the customer's blood glucose began within the 160 mg/dl and 170 mg/dl range but her sensor glucose reading became 40 mg/dl by 12:30am. Despite a sensor glucose value of 40 mg/dl, the insulin pump continued to deliver insulin throughout the whole night. Troubleshooting was initiated on the insulin pump for a possible over-delivery anomaly. The reservoir contained more insulin than what was displayed on the status screen. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.